Event description:
The customer ran her blood glucose test on two contour next ez meters. The readings were 303 and 151mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. Replacement test strips were went to the customer.